Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the customer went to the emergency room (ER) and subsequently admitted to the hospital and intense care unit with an elevated blood glucose (bg) level of 500 mg/dl; due to customer making settings adjustment. Customer tried to self treat by bolusing via the pump. Customer was also treated at the hospital intravenously with fluids of saline and insulin at the hospital. Customer was released from hospital on (B)(6) 2021 with issue resolved. Systems check with tandem technical support confirmed the pump is functioning as intended. Customer will be consulting their healthcare provider about adjusting settings to better meet customer's needs.